Event description:
Connection issues associated with the ventricular channel during the implantation procedure; therefore, the device was not implanted. Reportedly, several attempts were made to connect the lead also with a new screwdriver. Another pacemaker was subsequently implanted.

Manufacturer narrative:
(B)(4) - this event concerns a device that was MFR and used outside the united states. Analysis is pending.